Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a frozen display and a constant tone on their insulin pump. The customer stated they also received an unexpected restart alarm. Customer's blood glucose was 197 mg/dl. The customer also stated their buttons were unresponsive. It was also found no alarms had occurred during the time the buttons were unresponsive. Troubleshooting was able to clear the unexpected restart alarm. Customer's buttons were also responsive after troubleshooting occurred. The customer was advised to monitor their insulin pump. No additional information provided.